Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 233, 210, 228, 215 and 214 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. Customer stated that she is losing weight and her blood sugar has been higher recently. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 252 mg/dl and 246 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/27/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).